Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. Olympus medical systems corp. (Omsc) confirmed the following from the results of the evaluation by olympus medical systems india private limited (omsi). Due to a broken connector pin, the endoscopic image was not displayed and only the horizontal line was displayed. The connector pin was damaged. From the above, the reported event may have been caused by a poor connection due to the broken connector pin. The device was manufactured over 15 years ago, so omsc was unable to review the device history record. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the contact pin on the video connector was damaged and horizontal lines appeared on the endoscopic image on the monitor screen. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed and only the horizontal lines were displayed due to a broken contact pin.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -there was a leakage from the water resistance cap. -the coupler unit and ccd were slightly rusted. -one white dot was displayed on the endoscopic image. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.